Manufacturer narrative:
Date of event: unknown. Medical device lot #: 4289707, medical device expiration date:: 10/31/2016, device manufacture date: 10/16/2014. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had hemolysis. No serious injury or medical intervention reported.